Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was dilaudid. The reason for use was spinal pain. It was reported that ¿due to a miscommunication regarding the needed date of my next refill with my pain clinic (which was my fault), my pump ran dry while I was 1,200 miles away from the clinic and was camping at a state park 45 miles from the nearest hospital. The patient didn't understand what was happening. They thought the early opioid withdrawals were the flu, and so their reaction to get the pump refilled was delayed by days. The 10+ days of withdrawal was a ¿living hell.¿ ¿please note that I am deaf in my left ear, deafness that hearing aids cannot help. And, my right ear is not 100%.¿ while the patient heard some beeping during what was probably the early days of the pump running dry, having single-sided deafness means they have no directional hearing and so they could not locate the source of the sound, which was in their back. They thought a device inside the motorhome that uses batteries was beeping because the batteries were running low. They eventually forced themselves to go outside for a bit of fresh air and then heard those tones. The patient flew back to (B)(6) a few days later after 2 ER visits and had the pump refilled at the pain clinic. They are recovering. Additional information was received on 2019-dec-02. They elected not to have a bolus. With the opioid crisis in this country, they didn't want to risk overdoing it with the dilaudid. It was unknown when the issue started. There were no further complications reported/anticipated.